Event description:
It was reported that this right atrial (ra) lead was presenting high impedance out of range and noise, indicative of a lead fracture. Th lead was surgically abandoned. No additional adverse patient effects were reported.